Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient alert triggered, and the right ventricular (rv) lead was found to be 'frayed'. The physician programmed therapies off, and the lead remains implanted. No patient complications have been reported as a result of this event.